Event description:
It was reported that patient's system was unable to enter MRI mode and that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances and caused ineffective therapy.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.